Event description:
We received orders for diabetic testing supplies for a patient that did not have any specific brands prescribed, as is customary because each insurance has different contracts for different preferred brands. This patient's insurance happens to cover one touch verio, so we dispensed a one touch verio meter, test strips, and then a generic brand of lancets, compatible with most lancing devices. Later, a nurse called the pharmacy while going over how to use the supplies with the patient, stating the lancets didn't fit into the included lancing device. As neither the name of the lancing device, nor the name of the corresponding lancets are on the outside of the packaging for the sealed box for the meter, the pharmacist asked the nurse to see if the lancing device had a name on it. The nurse was not in the room with the patient, so then called back to tell us it was a one touch delica device. The pharmacy then exchanged the lancets for the patient after finishing the education with the nurse. (B)(4). Submission ID: (B)(6).